Event description:
Same case as 2134265-2013-01173 and 2134265-2013-01174. It was reported that during percutaneous coronary intervention, failure to pullback occured. During the ivus procedure, the motordrive unit of ilab imaging system was unable to pullback an atlantis sr pro imaging catheter. The procedure was completed with another mdu. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).